Manufacturer narrative:
MFR date: 09dec2019. Report date: 10dec2019. The manufacturer¿s field service engineer (fse) confirmed there was no fault code, clicked on the touch screen, and the touch screen was not sensitive. The fse could not duplicate the touch screen fault. After replacing the (gds) gas delivery system the equipment was used normally. Now the fault has been solved, and the case can be closed normally. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen fault, and breakdown of oxygen device. There was no patient involvement.